Event description:
Revision surgery - due to the implantation of the acetabular cup having too much inclination; the patient was dislocating.

Manufacturer narrative:
The reason for this revision surgery was the patient was dislocating. The in-vivo length of patient service for the implant was 1.5 months. The healthcare professional indicated there was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of at the hospital and not made available to (B)(4) for examination. A review of the device history records (dhrs) revealed no discrepancies or issues with the manufacturing of this part. All critical dimensions and specifications in effect at the time the part was manufactured were met. The product complaint report history was reviewed and no trends or on-going issues were deemed as present or in need of review. This event is deemed as non-product related. The root cause for the patient dislocations was reported as the over inclination of the acetabular shell. Inventory containment is not required since there are no indications of a product or process issue affecting implant safety or effectiveness.